Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Patient underwent unintended imaging. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 18 july 2008. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The subject device was received with the entire grooved tip with a length of approximately 28 mm is broken off and missing. The diameter of the remaining shaft portion was checked and found to be in compliance with the technical drawings and specifications. This multiple use drill bit is 7 years old and it is unknown how many times it was used before the breakage occurred. There are visible striations and wear marks on the shaft. The missing portion of drill bit¿s cutting head measures approximately 28mm and the condition of drill bits¿ cutting edges before the surgery is unknown. The device history record review revealed that the devices met the specifications at the time of manufacturing and distributing as previously reported. All fabrication dimensions and tolerances have been compliant with the valid drawing and manufacturing specifications at the date the instrument was manufactured. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. Neither a product nor a material related fault was found. Taking into account all relevant findings, it is possible that the drill bit broke during use because of a mechanical overloading situation; however, a definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a broken tip (approximate 39mm) of 4.3mm drill bit was left in the right tibia of a patient during proximal tibial plating surgery. Surgeon planned to keep the broken tip inside the patient and continue the surgery. The surgery was prolonged 3 ¿ 5 minutes for taking an x-ray. Patient is reportedly stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported procedure that the patient underwent was an open reduction internal fixation (orif) procedure.